Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 29may2026, log file review identified a brief event characterized by a drop in rotational speed accompanied by an increase in performance, with similar transient events observed on 04jun2026 and 06jun2026. Beginning 06jun2026, the patient became clinically decompensated with noted lower-extremity edema. The patient was subsequently readmitted and was under close monitoring. The alarms that were noted were motor stopped, low flow hazard, and low speed hazard. As a precaution, the use of batteries and a non-grounded cable was recommended in the event of a potential short within the percutaneous lead. Due to advanced age, pump exchange was ruled out by the treating physician.